Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of recurrent peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced recurrent peritonitis which did not require hospitalization. The cause of the recurrent peritonitis was reported as the patient had not completed the previous antibiotic course from the last episode of peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin (1 gm ip initially and then repeat on 8th day) and cefepime (500mg/liter initially and as maintenance dose). The event of recurrent peritonitis was resolving. Outcome for the event of did not complete previous antibiotic course was not reported. Dianeal pd2 ultrabag therapy was ongoing. It was not reported if remedial treatment with cefepime was ongoing. The reporter did not provide an opinion of causality for the events recurrent peritonitis and did not complete previous antibiotic course.